Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient was able to press the pump but nothing happened. During explant procedure, sufficient fluid could be detected in the reservoir.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed three separations in the exhaust tube of cylinder #1. Testing revealed these to be sites of leakage. The separations appear to be smooth and straight, indicating contact with sharp instrumentation. Two separations are noted in the exhaust tube of cylinder #2. Testing revealed these to be sites of leakage. The separations appear to be smooth and straight, indicating contact with sharp instrumentation. A separation is noted near the strain relief of the inlet tube of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. A separation is noted in the inlet tube of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be smooth and straight, indicating contact with sharp instrumentation. Surface abrasion is noted on all tubes and all strain relief of the pump and on the exhaust tube of cylinder #1. No functional abnormalities are noted with the pump. The information received indicated the prosthesis did not work after november 2017. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress(s) was exerted on the inlet tube of the reservoir near the strain relief to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, quality concluded that the three observed instrument separations in the exhaust tube of cylinder #1, two observed separations in the exhaust tube of cylinder #2, and one instrument separation in the inlet tube of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, quality concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional complaints for lot 4062260. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.